Event description:
Female pt found unresponsive, unconscious, pulseless, and apneic. Pt hooked up to monitor/defibrillator, charged to 200 joules, but it would not discharge. The defibirllator did not indicate battery failure or low battery. Rest of call was run using another MFR's defibrillator.